Manufacturer narrative:
An event of the valve migrating after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and cine review, the cause of the reported device migration could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vison transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system. Sufficient calcium to allow anchoring of the device was present. Aortic valve angle was 47 degrees. Pre-dilatation was performed with 20mm valver balloon. Before deployment, the depth on the non-coronary cusp (ncc) side was 4-5 mm and 2-3 mm on the left coronary cusp (lcc) side. On final deployment, the valve shifted upwards on the ncc side. After migration, ncc was - (2-3) mm and lcc side was 4-5 mm. During deployment, the physician had ensured the delivery system was in neutral position/to slight forward pressure, guidewire was pulled to a midventricular position to deflect nosecone, and all 3 retainer tabs were confirmed to be successfully released using two different views. There was no obstruction of the coronary arteries and the patient remained stable throughout the procedure. No conduction abnormalities. Echo gradient was around 17-20 mm hg. No aortic regurgitation on echo post implant. No reported intervention was performed. No reported patient effects were performed.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vison transcatheter aortic valve was chosen for implantation utilizing an unknown flexnav delivery system. Sufficient calcium to allow anchoring of the device was present. Pre-dilatation was performed with 20mm valver balloon. Before deployment, the depth on the non-coronary cusp (ncc) side was 4-5 mm and 2-3 mm on the left coronary cusp (lcc) side. On final deployment, the valve shifted upwards on the ncc side. After migration, ncc was - (2-3) mm and lcc side was 4-5 mm. During deployment, the physician had ensured the delivery system was in neutral position/to slight forward pressure, guidewire was pulled to a midventricular position to deflect nosecone, and all 3 retainer tabs were confirmed to be successfully released using two different views. There was no obstruction of the coronary arteries and the patient remained stable throughout the procedure. No conduction abnormalities. Echo gradient was around 17-20 mm hg. No aortic regurgitation on echo post implant. No reported intervention was performed. No reported patient effects were performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.